Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the maryland bipolar forceps instrument, however, intuitive surgical, inc. (Isi) has not received the instrument for evaluation as of 12/16/2024, a review of the site's complaint history does not reveal any related or duplicate complaints involving this product and/or this event. A review of the instrument log for the instrument (471172-17 / k11240509 0015) associated with this event was performed. Per logs, the instrument was last used on (B)(6) 2024 on system sk1510 during colorectal surgical procedure. The instrument had 10 uses remaining after last use. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Event description:
It was reported that during central processing, the insulation wire of maryland bipolar forceps instrument had a small cut. The reporter was not notified about issue during procedure. There were no reports of patient injury. Intuitive surgical, inc. (Isi) followed up with initial reporter and obtained the following information: the customer was unsure if damage on maryland bipolar forceps instrument was identified prior to or after the reprocessing. The customer was not notified if reported instrument had any damage during its last use. The wire appeared to be exposed due to damaged insulation and cable was intact. There was no loss of cautery due to damaged cable. The customer was unsure if there was thermal damage at the site of insulation damage and was not notified about an arcing event. The customer was unsure if the instrument collided with other instrument or tool during procedure and was not notified if a fragment fell into the patient. Photographic images were not provided to isi for review.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The maryland bipolar forceps instrument was analyzed and found to have damaged conductor wire insulation at the yaw pulley. The conductor wires were not exposed. The conductor wire insulation was damaged, but the wire was not frayed or fully broken. The instrument passed an electrical continuity test. Components adjacent to the damaged wire insulation do not show damage. The complaint was confirmed by failure analysis. The probable root cause of damaged conductor wire insulation is attributed to damage from mechanical impact. Accidental drops of the instrument or inadvertent collisions with other instruments or hard surfaces during handling or usage can damage the insulation.